Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1vr01-delsys / expiration date: 28-sep-2020 / serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR? No. Mfg date: 02-may-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during leadless implantable pulse generator (ipg) implant procedure that contrast would not reach the distal end of the delivery system with the contrast appearing to "pool" in the handle of the delivery system instead. Ipg was deployed without contrast and low r wave amplitude and low thresholds were observed. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.